Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the greenfield ivc filter was easily placed in the lower aspect of the inferior vena cava. The superior apex of the filter is positioned at the approximate l2-l3 intervertebral disc space level, just below the level of the native renal vein origin. Filter appears to be in excellent position. Placement was successful. On (B)(6) 2017 the patient received a CT of the abdomen without contrast. Findings revealed there is 14 degrees of posterior tilt of the inferior vena cava filter. No filter fractures are present. All of the filter legs slightly protrude anteriorly by 4 mm. There is a left filter leg protruding by the width of the filter strut and abuts the aorta, a right anterior lateral filter protrusion is present protruding by the width of the filter strut.